Manufacturer narrative:
Citation: alwan l, et al. Incidence of prosthesis-patient mismatch in valve-in-valve with a supra-annular valve. Thorac cardiovasc surg. 2022 mar 7. Doi: 10.1055/s-0042-1742755. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of valve-in-valve transcatheter aortic valve replacement (viv-tavr) in patients with degenerated bioprosthetic aortic valves. All data was prospectively collected and retrospectively analyzed from a single center between january 2015 and april 2020. The study population included 86 patients (predominantly male, mean age 75.5 years) who all underwent viv-tavr using a medtronic evolut r valve system. An unspecified number of these patients previously underwent surgical aortic valve replacement with a medtronic hancock ii or mosaic valve. No unique device identifier numbers were provided. Among all 86 patients, one death occurred during the viv-tavr procedure due to a coronary occlusion. This patient was assessed to have a high-risk of coronary occlusion because of low coronary arteries, a narrow sinus, and a surgical valve with externally mounted leaflets, so the authors placed a coronary wire in the circumflex artery. Due to under-expansion of the evolut r valve frame following implant, a balloon post-dilation was performed. Afterward, the patient ¿coded¿ and angiography revealed a blocked left anterior descending artery. The coronary wire could not be repositioned to the left anterior descending artery and despite initiation of extracorporeal circulation, the patient died in the operating room. Another patient experienced a major stroke and died 60 days after the viv-tavr procedure. Of these two deaths, evolut r was a contributory factor in the coronary occlusion and may have been associated with the major stroke. One year after viv-tavr, the estimated kaplan-meier survival was 87.5%. No other deaths were correlated to medtronic product. All hancock ii and mosaic patients underwent viv-tavr with an evolut r valve. The mean time between surgical valve implant and viv-tavr was 8.8 years. Reasons for replacement included: stenosis, insufficiency/aortic regurgitation (mild, moderate, or severe), or combined stenosis/insufficiency. The authors noted that some of these patients had patient-prosthesis mismatch and elevated gradients prior to viv-tavr. After viv-tavr, adverse events that may have been associated the evolut r valve included: stroke; need for permanent pacemaker implantation; patient-prosthesis mismatch; elevated gradients (more than 20 mm hg); and mild aortic regurgitation. After viv-tavr, adverse events that may have been associated the enveo r delivery catheter system included: life-threatening bleeding with pericardial tamponade after transaortic access viv-tavr requiring surgical intervention; unspecified major vascular complication requiring vascular stent implantation; and hematoma requiring transfusion. No additional adverse patient effects or product performance issues were reported.